Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 514 mg/dl. The customer felt symptoms of thirst, and excessive urination. The symptoms that the customer has expressed may be indicative of the possible onset of diabetic ketoacidosis. The customer was treated for the high blood glucose with their insulin pump. Based on troubleshooting preformed we could not determine anything wrong with the insulin pump. The customer did not troubleshoot and did not send the product back for analysis.